Manufacturer narrative:
Serial number unknown.

Event description:
The customer reported their philips intellivue information center (piic) has frozen several times during the week. The device was in use on a patient. There was no report of patient or user harm.